Event description:
Reporter initially noted vitrectomy probe didn't cut; surgery cancelled. Subsequent information received in 2003 stated phaco portion was fine but a posterior capsule tear occurred during procedure; a nuclear fragment remained. Vitrectomy portion could not be performed, so patient was sent to another facility to have surgery. Patient was reported as doing fine.